Event description:
Medtronic received information that during implant of this 34 mm evolutr transcatheter bioprosthetic valve, the physician decided not to pre-dilate the patient. On fluoroscopic inspection of the valve, no misload was observed. After the first release, the valve was opening well but in a high position so the valve was recaptured. On the second deployment attempt, the valve appeared constrained with infolding from recapturing. It was decided to exchange the valve and a pre-implant balloon dilatation was performed with a 25 mm balloon.  It was decided to use an 34 mm evolutfx valve. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16 (lot: 0012107326); product type: 0195-heart valves; implant date ; explant date product ID l-envpro-16 (lot: 0011885909); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012414840); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside a return kit fully submerged in clear 0.2% glutaraldehyde. As received, two leaflets were in a closed position with a small gap between the free margins, the third leaflet appeared partially open. All leaflets were flexible and intact with signs of creases. All commissures were intact. The valve was discolored showing evidence of blood contact. The frame¿s inflow appeared partially crimped. The inflow view exhibited an elliptical appearance. The valve was submerged in warm saline; frame expanded to full dilation. There were no signs of deformations or distortions on the frame after warm saline submersion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was recaptured two times. A procedure delay resulted from infold. Per the physician, the patient's fibrotic plaque was underestimated from the computed tomography (CT) images contributing to the infold.

Manufacturer narrative:
Image review: 20 cine loops of the pre-balloon angioplasty valvuloplasty (bav) and implant procedure were provided for review. A patient summary was also provided for anatomical review. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. A 34 mm valve was chosen without pre-dilatation, despite medtronic's guidelines recommending this step for such a valve size. The correct valve size choice can be confirmed. No inflow crown overlap was identifiable in the provided images after initial loading, so the implant procedure proceeded. According to the report, during the first deployment attempt, no infold was visible and the valve got re-sheathed because it was placed too high. However, the provided images suggest that already during the first attempt, an infold or at least a strongly constrained valve on the left coronary cusp (lcc) side may have been present. By re-sheathing and attempting to redeploy this valve, this infold became more pronounced on the second attemp. Finally, a second valve was implanted successfully after a pre-bav with a 25 mm balloon. Since the fluoroscopy loading check did not show an inflow-crown overlap, a misload can be excluded as reason for the reported initial infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 - annex a device code corrected to include a150101. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.